Event description:
The customer reported low blood glucose. The customer stated while driving, his glucose level dropped and paramedics treated him. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best or our knowledge.